Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, h1, h2, h10 . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: catalog number:00875101240 lot number: 64551639 brand name: acetabular liner; catalog number:00877504002 lot number:3009340 brand name: biolox head; catalog number: 00875705601 lot number: 64630388 brand name: acetabular cup. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient experienced severe pain and was diagnosed with trochanteric bursitis approximately 6 months post implantation. The surgeon recommended physical therapy, rest, and ice. The outcome was tolerated, and the patient showed improvement at the 1 year follow up with moderate pain. Additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02910. 0001822565 - 2021 - 02911. G2: study: mymobility. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. Medical records identified the following: the patient underwent an initial total hip arthroplasty due to osteoarthritis. Zimmer biomet components were implanted without any complications. The patient later had severe pain and trochanteric bursitis. The physician recommended seeing a pt along with icing the hip and more rest. No other finding/complication related to the reported event was noted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.